Event description:
It was reported that upon treating a aneurysm, the coil prematurely detached partially in the aneurysm and the microcatheter. The coil was pushed into the aneurysm successfully using the delivery pusher. No retrieval attempts were made. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the device returned with the coil detached from the delivery pusher. The implant coil was not returned for evaluation. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. This was also confirmed by sem analysis. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for evaluation. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.